Manufacturer narrative:
The cause of the access site bleeding was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Event description:
An impella cp device was inserted via the left femoral artery in a 75-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) and a history of coronary artery disease (cad). The attending provider noted bleeding from the femoral impella cp access site as well as bleeding from a sheath in the contralateral groin. The patient was receiving bivalirudin, brilinta, and cangrelor at the time. Blood products were administered, and staff were able to address and manage the bleeding. The patient survived to explant. The reported bleeding and requirement for blood transfusion are consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, which are known risks described in the instructions for use. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.